Event description:
The sidelock broke when opening it. Opening was done with co tools. Reason for re-operation after two weeks was not given, nor would the physician tell which lead was implanted (probably not co's). Pacemaker is explanted and will be returned to other co, who will send it to co. The serial number of the pacemaker is not yet known. This is the second time in a short time that a sidelock was damaged at this center.